Event description:
It was reported that pump displayed malfunction alarm malf 9 related to momentary motor skip after what was believed to be high force impact to pump, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Technical support assisted customer with resetting pump using provided reset information, malfunction did not recur after reset, and customer was advised to continue using pump and to call back if any malfunction code recurred, which caller acknowledged and understood.